Event description:
A pt had a milex word catheter placed for a bartholins abcess. The next day if fell out and was replaced. It fell out at home. The catheter was left in place the recommended 4 weeks, and was removed with resolution of the abcess. The pt began to develop some lower pelvic pain, she underwent a computed axial tomography scan, and was told she may have a bony infarct to the pubis. A couple of days later, she passed a small ribbed rubber piece from her vagina. Her pain was improving at that point, and was significantly improved there after. Rptr felt that the rubber tip had come off the word catheter that fell out, and this allowed deflation. Rptr doubts that the bony infarct was due to the ribbed rubber tip, however rptr has been using these for 13 years and have never had this happen. The pt requested that this be further investigated. There appears to be no residual.